Event description:
It was reported that patient presented in clinic after a recent implant when message "erroneous parameter values were detected" was displayed after interrogation of the device. The patient was pacing dependent. After confirming the output and threshold for the patient, the device was reprogrammed to nominal. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.